Manufacturer narrative:
Bayer case number: (B)(4). Device breakage during removal [device breakage] perforation of the uterus or other structure [perforation of uterus] perforation of the uterus or other structure [perforation of organ] embedded essure device [embedded device] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] dyspareunia [dyspareunia] psychological issues [psychological disorder] device breakage during removal [complication of device removal] fatigue [fatigue] nerve pain [nerve pain] polyp [polyp] fibroid [uterine fibroid] . Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and embedded device ("embedded essure device") in a 40-year-old female patient who had essure inserted (lot no. C51344) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of spotting vaginal, vaginal discharge, labyrinthitis, breast cancer, sinusitis, fatigue, pelvic pain female, amenorrhoea, panic disorder, mood swings, anger, irritability, allergic reaction, weight decrease, back pain, urinary tract infection, multigravida, mood swings, pelvic inflammation, chlamydial infection and abdominal pain. Previously administered products included: mirena, microgynon, levonelle, iud nos and depo provera. Concurrent conditions were listed as postmenopausal bleeding, vaginal bleeding, vaginal dryness, vaginitis, chest infection, heartburn, rotator cuff syndrome, urinary tract infection, thrush vaginal, spotting vaginal, latex allergy, anxiety, stress, dizziness, depression and headache. The only concomitant product mentioned was diazepam. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), embedded device (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), fatigue ("fatigue"), neuralgia ("nerve pain") and polyp ("polyp") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with paracetamol as well as surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, neuralgia, pelvic pain, perforation, polyp, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure administration. The reporter commented: operation notes normal looking endometrium 2 essure devices seen ¿ one correctly positioned in left tube. The other is dislodged and embedded in the endometrial cavity. Sent for histology. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: the right fallopian lube 50 x 6 x 4mm and right ovary 30 x 2~ x ~mm. The left fallopian tube 75 x 7 x 4mm and left ovary 30 x 12 x 4mm. Distance from cornu to cornu is 30mm and the cervix 23 x 25 x 26mm the os 9 x 5mm. Specimen weighs 61g. The anterior endometrium up to 4mm and posterior up to 4mm. The anterior myometrium up to 9mm and posterior up to 10mm. The endometrial cavity 33 x 7 x 9mm. No polyps are seen [ultrasound scan] on (B)(6) 2015: patency of tube; on (B)(6) 2015: confirmed correct placement of your essure devices therefore it is deemed appropriate that you may now use this as permanent form of contraception. Both essure devices are identified at the uterine fundus and seen to extend laterally from the upper endometrium to the outer myometrium. Sonographic ally both devices appear to be correctly placed. The endometrium appears smooth and measures 3.8 mm in thickness. Cervix appears closed. Both ovaries imaged normally. No obvious adnexal masse sor free fluid seen; on (B)(6) 2023: essure contraceptive device fitted 2015. Normal sized retroverted uterus. Within the uterine fundus /myometrium there are two echogenic linear structures - these are presumably the essure contraceptive arms. Cannot confidently say if these are correctly sited on this 2d scan. Unable to clearly visualize an endometrium. Conclusion: unable to obtain endometrial measurement. Essure in situ, unable to assess correct placement; on (B)(6) 2023: shows essure coils in fundus/myometrium not easy to see. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. New events device embedded, fatigue, nerve pain, polyps & fibroids were added. Lot number & expiration date added. Medical history, concomitant drugs, were added. Lab data & new reporters were added. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2023. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6)2023. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) device breakage during removal [device breakage] perforation of the uterus or other structure [perforation of uterus] perforation of the uterus or other structure [perforation of organ] embedded essure device [embedded device] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] dyspareunia [dyspareunia] psychological issues [psychological disorder] device breakage during removal [complication of device removal] fatigue [fatigue] nerve pain [nerve pain] polyp [polyp] fibroid [uterine fibroid] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and embedded device ("embedded essure device") in a 40 year-old female patient who had essure inserted (lot no. C51344) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of spotting vaginal, vaginal discharge, labyrinthitis, breast cancer, sinusitis, fatigue, pelvic pain female, amenorrhoea, panic disorder, mood swings, anger, irritability, allergic reaction, weight decrease, back pain, urinary tract infection, multigravida, mood swings, pelvic inflammation, chlamydial infection and abdominal pain. Previously administered products included: mirena, microgynon, levonelle, iud nos and depo provera. Concurrent conditions were listed as postmenopausal bleeding, vaginal bleeding, vaginal dryness, vaginitis, chest infection, heartburn, rotator cuff syndrome, urinary tract infection, thrush vaginal, spotting vaginal, latex allergy, anxiety, stress, dizziness, depression and headache. The only concomitant product mentioned was diazepam. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), embedded device (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), fatigue ("fatigue"), neuralgia ("nerve pain") and polyp ("polyp") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with paracetamol as well as surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, neuralgia, pelvic pain, perforation, polyp, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure administration. The reporter commented: operation notes normal looking endometrium 2 essure devices seen ¿ one correctly positioned in left tube. The other is dislodged and embedded in the endometrial cavity. Sent for histology. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: the right fallopian lube 50 x 6 x 4mm and right ovary 30 x 2~ x mm. The left fallopian tube 75 x 7 x 4mm and left ovary 30 x 12 x 4mm. Distance from cornu to cornu is 30mm and the cervix 23 x 25 x 26mm the os 9 x 5mm. Specimen weighs 61g. The anterior endometrium up to 4mm and posterior up to 4mm. The anterior myometrium up to 9mm and posterior up to 10mm. The endometrial cavity 33 x 7 x 9mm. No polyps are seen [ultrasound scan] on (B)(6) 2015: patency of tube; on (B)(6) 2015: confirmed correct placement of your essure devices therefore it is deemed appropriate that you may now use this as permanent form of contraception. Both essure devices are identified at the uterine fundus and seen to extend laterally from the upper endometrium to the outer myometrium. Sonographic ally both devices appear to be correctly placed. The endometrium appears smooth and measures 3.8 mm in thickness. Cervix appears closed. Both ovaries imaged normally. No obvious adnexal masse sor free fluid seen; on (B)(6) 2023: essure contraceptive device fitted 2015. Normal sized retroverted uterus. Within the uterine fundus /myometrium there are two echogenic linear structures - these are presumably the essure contraceptive arms. Cannot confidently say if these are correctly sited on this 2d scan. Unable to clearly visualize an endometrium. Conclusion: unable to obtain endometrial measurement. Essure in situ, unable to assess correct placement; on (B)(6) 2023: shows essure coils in fundus/myometrium not easy to see batch no. C51344, production date:2014-05-06, expiration date:2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-oct-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.